Event description:
It was reported that upon interrogation replace system controller and replace backup battery alarms were noted. Low speed advisory alarms were also seen. Log files confirmed low speed operation events on (B)(6) 2022 with elevated power readings. X-rays were submitted that did not reveal any obvious areas of concern. A driveline evaluation was performed. Continuity and phase interrupter tests were performed and no open conductors or wires were found. No issues were noted with the cosmetic appearance of the driveline. An unshielded patient cable was provided and the alarms resolved. Related manufacturer report number: 2916596-2022-13490.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a replace controller / backup battery fault alarms were confirmed via the provided log files. The provided log files collectively contained data spanning approximately 51 days ((B)(6) 2022¿ (B)(6) 2022 per timestamp). On (B)(6) 2022, between 8:00 ¿ 8:01, the patient¿s pump speed was observed to fall below the low speed limit, reaching speeds as low as 3860 rpm. During this time period, a backup mcu fault became active approximately 39 seconds after the speed initially dropped, causing a replace controller alarm to occur. A transient backup battery fault alarm was also observed during 1 event within this minute and resolved within the next recorded event. The alarms resolved sometime after 8:01, and the pump resumed speeds above the low speed limit throughout the remainder of the data. A few driveline disconnect events were observed on (B)(6) 2022; however, these events were consistent with the reported driveline evaluation. No other notable events were observed. The system controller (serial number (B)(4)) was not returned for analysis. The reported speed drops (which will be addressed via the pump¿s investigation) and alarms were unable to be further reproduced by the customer. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 27may2015. The heartmate ii patient handbook (dev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with replace controller and backup battery fault conditions. The heartmate ii patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a replace controller / backup battery fault alarm were confirmed via the provided log files. Three of the provided log files originated from this system controller (serial number (B)(6)), collectively containing data spanning approximately 51 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). On (B)(6) 2022, between 8:00 ¿ 8:01, the patient¿s pump speed was observed to fall below the low speed limit, reaching speeds as low as 3860 rpm. Beginning on (B)(6) 2022 at 4:41, low speed and pump stop events were intermittently observed throughout the remainder of the data. During these time periods, backup mcu faults became intermittently active, causing a replace controller alarm to occur. A transient backup battery fault alarm was also observed during 1 event within the events occurring on (B)(6) 2022 and resolved within the next recorded event. A few driveline disconnect events were observed on (B)(6) 2022; however, these events were consistent with the reported driveline evaluation. No other notable events were observed. The system controller was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 27may2015. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with replace controller and backup battery fault conditions. The heartmate ii patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.